Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was saving blood glucose (bg) values into the pump; however, bg values were missing from the pump history. There was no reported impact to customer's bg level. Tandem technical support verified bg values were being saved correctly into the pump.

Event description:
It was reported that the customer was saving blood glucose (bg) values into the pump; however, bg values were missing from the pump history. There was no reported impact to customer's bg level. Tandem technical support verified bg values were being saved correctly into the pump. Reportedly, the customer was entering bg values into the wrong place. The customer was entering bg values under calibrations instead of the bolus screen.